Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss occurred. The sensor was inserted into the arm. The parent reported the pediatric patient experienced both a low cgm reading and a signal loss, but no cgm reading was reported. It was unsure what time during the event the cgm was reading low, and what time during the event the signal loss happened. An ambulance was called but no symptoms were reported. The patient was given intravenous treatment with dextrose d3 in the ambulance, and with d10 dextrose at the hospital. It is unknown how much time the patient spent at the hospital, and at the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.